Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after advancing the plug and retracting the sheath of a 5f mynxgrip vascular closure device (vcd), the white delivery tube was not exposed and the plug was found to be unsuccessfully released. During the procedure, the user shuttled down the device completely and encountered significant resistance. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. The sheath introducer used was a non-cordis short sheath. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The procedure involved the femoral artery, with the vessel verified to be greater than or equal to 5 mm in diameter and showing no tortuosity. There was no presence of pvd or calcium near the puncture site. Hemostasis was achieved through manual compression lasting approximately 15 minutes. The user did not apply unusual force when retracting the sheath. The device was stored and prepped according to the IFU. The device is being returned for evaluation.

Manufacturer narrative:
As reported, after advancing the plug and retracting the sheath of a 5f mynxgrip vascular closure device (vcd), the white delivery tube was not exposed and the plug was found to be unsuccessfully released. During the procedure, the user shuttled down the device completely and encountered significant resistance. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. The sheath introducer used was a non-cordis short sheath. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle (30-45 degrees). The procedure involved the femoral artery, with the vessel verified to be greater than or equal to 5 mm in diameter and showing no tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved through manual compression lasting approximately 15 minutes. The user did not apply unusual force when retracting the sheath. The device was stored and prepped according to the instructions for use (IFU). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. A syringe was returned attached to the device, along with a cordis sheath inserted onto the unit. The advancer tube was returned in its manufactured position; however, the sealant was no longer in its manufactured position for this evaluation. The condition of the returned device likely indicates that the device deployment mechanism was initiated before its arrival at the cordis lab, resulting in the removal of the sealant, which was not returned for this evaluation. Additionally, no visual damages or anomalies were observed. Per functional analysis, the deployment mechanism was partially tested to verify the correct configuration of the device as received. The results showed that no problems in the device¿s deployment mechanism were present since it could be actioned as expected by advancing the advancer tube. However, the sealant was not returned to simulate the sealant deployment. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿sealant-failure to deploy-advancer tube¿ were not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and the failure to deploy the advancer tube reported since the shuttle was able to be advanced fully to deploy the engage the advancer tube without issue during functional analysis. However, since the sealant was not returned with the device, functional analysis had to be performed without the sealant present and visual inspection of the sealant could not be performed. Therefore, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause resistance during the shuttle deployment step and result in incomplete shuttling down of the shuttle. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.